Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that she is experiencing a sample collection issue with her onetouch blood sampler. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that on the evening of (B)(6) 2012, she discovered that the lancet holder was allegedly damaged. The patient stated that she manages her diabetes with insulin (unknown type and dose) and denied making any changes to her normal diabetes management routine in response to the reported issue. On that same evening, after the alleged issue occurred, the patient claimed to have developed symptoms of being ''shaky, sweaty, and of having blurry vision'' and shortly after self-treated with food/drink. During troubleshooting, the cca determined that there was no evidence of misuse but the reported issue remains unresolved. Replacement product was sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received treatment after the reported issue occurred.

Manufacturer narrative:
The lay user/patient's lancing device has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the lancing device involved with this complaint failed testing. The lancet holder cup was found to be broken. Therefore, the complaint is confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.